Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault and the expiratory flow transducer is failing the ambient pressure calibration. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed pt802 failed.

Event description:
The customer stated that this unit is alarming transducer fault and the expiratory flow transducer is failing the ambient pressure calibration. There was no patient involvement at the time of the incident.